Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical image and medical record were provided for review. The investigation is confirmed for the reported fracture, migration and material separation issue. According to the medical record and image review sometimes post port deployment, single intraoperative fluoroscopic image of the chest demonstrates discontinuity of the left mediport catheter. The left first rib overlies the fractured catheter site and the embolized portion of the catheter projects over the superior vena cava and right heart. However, the investigation is inconclusive for the reported fluid leak and suction issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." "Warnings: a radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." "Signs of pinch-off clinical: ¿ difficulty with blood withdrawal. ¿ resistance to infusion of fluids. ¿ patient position changes required for infusion of fluids or blood withdrawal. Radiologic: ¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿. ¿preventing pinch-off. The risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: g3, h6 (device, method), b5. H11: b3, e3, h6 (result and conclusion). H11: h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months post port placement, the catheter was allegedly fractured. It was further reported that the device allegedly had a suction issue. Reportedly, extravasation of saline and embolization was observed. The device was removed. The patient current status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation; however, an image was provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 06/2021). H11: h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post port placement, the catheter allegedly fractured. It was further reported that the port system was removed. Reportedly, extravasation of saline and embolization was observed. The patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that sometimes post port placement, the catheter allegedly fractured. It was further reported that the port system was removed. There was no reported patient injury.